Manufacturer narrative:
Pump passed displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed hardware low level failure alert alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.